Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient implantable neurostimulator (ins). It was reported that patient noticed she could no longer feel her stimulator working like she previously did around (B)(6) 2018. She said she fell (can't remember the date). Following the fall she started going to the chiropractor. She doesn't know if it was the fall or the adjustments she was getting. Impedance check done. They were all >10,000 on both leads. Patient is planning on either getting the system explanted or revised/replaced. She will take a month or so to think about it and follow up with hcp/rep. Weight was asked but unknown. An exact event date was not provided. Hcp had no further information for the manufacturer. No further complications were reported/anticipated. Indication for use was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.